Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device". The patient's current condition is reported as "fine".

Event description:
It was reported that "during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). Upon receipt, an initial evaluation was performed, and the following observations were made: received in tray. Pusher not deployed. Cutter not deployed. Needle trigger retracted. Retract lever fully retracted. Lever lock and tape disengaged. Urethral endpiece (ue) ready to deploy distal tip undamaged. Unsheathing pawl not engaged with suture spool. Shuttle not engaged with needle spool. Suture ferrule in place the items listed above are indicators of device status and are as expected for a device that completed the implant deployment sequence. The following discrepancies were noted during visual inspection: suture buckle-out of track. CT did not unsheathe. Needle dam-aged, tip was found broken off. The needle tip estimated to be approximately less than 1 mm in length was found broken off and not returned for analysis. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record review investigation did not show issues related to complaint. Upon completion of the investigation, the reported incident of "during the procedure, an issue occurred in which the suture was not visible." Was confirmed because the device encountered a bone strike and CT did not unsheathe which accounts for the suture not being visible. Analysis performed revealed that the device encountered the following failure modes: ul- needle damaged. Needle damage occurs when the needle strikes bone. The root cause of this failure mode is use error- un-intentional- cannot determine. CT did not unsheathe. The bone strike prevented the CT from being deployed. The root cause of this failure mode is use error- unintentional- cannot determine. The ue was not deployed and was returned with the device.